Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years and 8 months post implant of this 14 mm pulmonary valved conduit in an eight month old pediatric patient, a 16 mm transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve. The reason for intervention was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the physician reported the conduit was replaced due to patient outgrowth which exhibited as moderate stenosis and regurgitation. If information is provided in the future, a supplemental report will be issued.